Event description:
The customer reported the system is displaying the live image on both screens and the contrast is not staying correct. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem, suspects customer inadvertently had roadmap function selected. System operates as intended. (B) (4).